Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD and right ventricular (rv) lead presented with noise oversensing that resulted in pacing inhibition. As a result, the patient experienced asystole for more than two seconds. The patient did not experience any symptoms and no other adverse patient effects were reported.

Manufacturer narrative:
The patient had undergone an unrelated surgical procedure at the time the episode was recorded and it is suspected that electrocautery was the source of the noise. The ICD and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.